Event description:
It was reported that a vital mis screw head broke off during implant removal surgery. Implant removal was performed because the closure top had come off and fusion was completed. There was no patient harm or procedural delay. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A lot number was not provided, so a DHR review could not be performed. The device was not returned, so an evaluation could not be performed. The complaint is unrefuted for one vital mis tl cann poly lt 7.5x35mm for the failure of fracture during removal and loosening of closure top. The failure is believed to be attributed to hard patient bone leading to excessive forces being applied to the screw or other unknown patient or surgical factors. The failure of post-op loosening of closure top is believed to be attributed to inadequate final tightening during the initial surgery, or other unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00326.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a vital mis screw head broke off during implant removal surgery. Implant removal was performed because the closure top had come off and fusion was completed. There was no patient harm or procedural delay. This is report one of two for this event.